Manufacturer narrative:
(B)(4). The device was not returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent a surgery due to fracture of cervical vertebrae. During the surgery, there was one screw which was found slipped and could not be used anymore. The surgeon had to change another products to complete the surgery. The patient is well. The screw came in contact with the patient. No patient injury were reported.